Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. According to the clinical, on the second day of impella cp support, false impella in aorta alarms as well as real aortic alarms were recorded. Imaging confirmed the pump was in optimal position. The decision was then made to disable placement monitoring and have the nurse monitor motor current. No product was returned for a visual inspection. Data log analysis confirmed the false impella in aorta alarms. Additionally, all the 5s parameters were within normal bounds. The automated impella controller console software version was 11.1 during the time of use. The most likely cause of the optical signal issue was patient condition related due to software with false 'impella position in aorta' alarm observed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported ongoing positioning alarms during impella cp support. It was noted that the implanted pump was triggering both false and positive aortic alarms during use. The device exhibited an optical sensor alarm. As troubleshooting was unsuccessful in resolving the alarms, placement monitoring was disabled. Support continued with the implanted pump until the patient showed signs of heart recovery, at which point the pump was explanted. No patient harm has been reported.